Event description:
It was reported that this pacemaker system exhibited right atrial (ra) noise that was being oversensed which resulted in inappropriate stored atrial tachy response (atr) episodes. Technical services reviewed and appeared the noise was likely related to the lead being programmed too unipolar. Isometrics was performed and the noise could be re-created. The noise appeared to be due to muscle noise. The patient did feel like her device was not right and was having pauses or palpitations. The field representative did not believe her symptoms were related to the device. Subsequently, the device was explanted and replaced, and the ra lead remains in service. The device has been returned and is in the process of device analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited right atrial (ra) noise that was being ovesensed which resulted in inappropriate stored atrial tachy response (atr) episodes. Technical services reviewed and appeared the noise was likely related to the lead being programmed too unipolar. Isometrics was performed and the noise could be re-created. The noise appeared to be due to muscle noise. The patient did feel like her device was not right and was having pauses or palpitations. The field representative did not believe her symptoms were related to the device. Subsequently, the device was explanted and replaced, and the ra lead remains in service. The device has been returned and is in the process of device analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.